Manufacturer narrative:
Failure analysis: the fibers in question were received for quality engineering failure analysis on (B)(4) 2009. The failure analysis consisted of a visual inspection under 12x magnification. This failure analysis report addresses four fibers total. The serial numbers, joules count, and failure modes of the fibers received are listed below: (B)(4); received with warranty form and fiber card, joules count not reported. The attached fiber card reads 2,580 joules. This fiber was received in a partially fractured cap condition with most of the cap broken away. The remainder of the cap shows burns to the glue and melting of the shrink tubing. Number (B)(4); received with warranty form, shared form with fiber s/n (B)(4), it appears this fiber was unused. The cap appears in new condition. The case notes state the fiber tip detached during the procedure. One of the cards received back reads "expired at 0 joules" and may be the card shipped with the fiber. Number (B)(4): the warranty form states 21,343 joules were used, and the fiber cap was detached. Number (B)(4): received with warranty form and fiber card. Card reads 94,899 joules; the fiber cap was reported detached during the surgery. No part of the cap remains. The warranty form notes a joules count of 94,899 joules. Fibers (B)(4), (B)(4), and (B)(4) all have common failure modes associated with poor thermal cooling of the cap resulting in cap overheating and accelerated cap wear. Poor thermal cooling manifests under several conditions: tissue adherence at the beam exit converts the laser beam into heat which can result in raising the local glass temperature to the glass melting point; poor saline flow or excessive bubbles at the fiber tip. As the glass heats up, it undergoes a phase change from an amorphous glass phase into a cristobalite glass phase - the cristobalite glass phase is a weaker and brittle glass state which is conductive to a condition referred to as devitrification. Devitrification of the glass is a progressive wear of the glass surface which appears pitted or cloudy and results in reduced vaporization efficiency of the device. The failure modes can be catalogued as follows: devitrification of the exterior surface of the cap occurs when the local glass temperature is elevated and approaching the melting temperature. As the local glass temperature reaches the melting temperature, the glass may become porous resulting in saline solution to flow into the interior of the cap which results in a straight-firing fiber. The glass strength becomes compromised and the glass tip becomes susceptible to fracturing. Additionally, as the fiber sustains extended elevated temperatures, the adhesive and polymer materials within the interior of the cap are susceptible to outgassing or melting. The associated failure modes for the elevated temperature of the adhesive and polymer materials include cap detachment due to adhesive bond weakening or fracturing of the cap tip due to rapid thermal expansion of the adhesive. The occurrence of one or more of the failure modes depends on several variables, including how clean is the glass tip's surface, tissue morphology, vaporizing through kissing lobes, and good saline flow, to name a few. The returned fiber warranty information from the facility stated with each fiber return that the fiber cap was not cleaned during the procedure. This may have contributed to the failed fiber. It was not confirmed which fiber caused the minor injury, however, according to the returned warranty form the most likely fiber is (B)(4), based on the date recorded. Labeling: the greenlight hps bph fiber optic product insert for the 00100-2090, p/n 0127-1410, revision b states: "if excessive tissue or debris is allowed to accumulate on the fiber cap, over heating of the fiber cap will occur leading to premature fiber degradation and/or fiber failure." Under procedural warnings: "do not bury tip in tissue." And "in the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed with forceps. Irrigate the area thoroughly to remove any traces of fiber or other material." Under usage warnings: "a sudden increase in bubbles at the probe tip indicates insufficient irrigation, tissue contamination or device failure. If increased irrigation does not eliminate the bubbling then stop, clean and inspect the device. Discontinue use and discard instrument if damage is evident or bubbling occurs upon continuation of lasing." The greenlight hps surgical guide states under complications and risks: "fiber failure: the quartz cap protects the cleaved tip of the fiber-optic portion of the greenlight hps fiber from exposure to irrigant. If the cap degrades to the point that holes form in the cap, irrigant may surround the fiber tip. If the tip of the fiber is darkened or charred, laser energy will be reflected back from the tissue to the fiber, and cause the fiber to fail. Internal exposure to irrigant will cause the laser beam to fire straight through the tip of the quartz cap. Fiber (B)(4) is a fiber card programming error.

Event description:
The customer facility reported adverse events during greenlight hps procedures involving four 10-2090 fibers. The three adverse events were defined as "cap detachments" in the returned warranty forms. The facility returned four fibers. The facility reported to ams that a fiber tip had shot off early in one of the procedures after normal use. The beam consequently fired forward instead of at 90 degrees (side-firing). This caused a mild scorching to the bladder around the ureteral orifice. The dr inserted a stent as a precaution.